Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 440 mg/dl. The customer stated that she does not know whether to take a manual injection or treat with the pump. The customer had symptoms such as not feeling well, being tired, nauseated, stomach feeling off and little headache. The customer also stated that for the last two or three days, she had blood glucose dropped to the low 60s mg/dl. The customer called back because she was not feeling well. The customer's blood glucose is currently at 452 mg/dl and she treated with 10 units of manual injection.